Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited signal loss due to a momentary loss of contact inside the pocket. It was noted loss of contact was common in fresh implants. No other anomalies were noted. No intervention was performed and the device remained implanted. The patient was stable.